Event description:
Reporting status: malfunction. Reporting rationale: loose stent has previously caused or contributed to patient injury. Device issue: loose stent. It was reported that the device would not cross and during the case, which was to treat a very hard, calcified lesion, the physician had probably knocked the stent loose from the balloon while trying to force it down to the lesion, therefore, being dislodged upon removal. The physician couldn't get anything else to go and at the last attempt, went after it pretty aggressively. No patient effects were reported. No additional event or patient information is available.

Manufacturer narrative:
Results - product performance engineering was unable to determine a conclusive root cause for the loose stent. Evaluation summary: quality assurance analysis revealed that the stent delivery system (sds) was returned with blood visible in the guide wire lumen. There was contrast visible in the inflation lumen and the balloon. The stent implant was dislodged and not returned. The balloon was tightly folded. There were crimp marks visible on the balloon between the markers. There were no kinks or damage noted to the tip or inner member. There were two kinks in the hypotube 15.7 cm and 17.5 cm distal to the strain relief tubing. There was no other damage noted to the sds. The tip seal length was measured and met manufacturing criteria. The tip seal length was 1 mm. The stent implant outer diameters could not be measured due to the stent implant not being returned. Product performance engineering reviewed the incident information and analysis of the returned device. It was reported that the 2.5 x 15 mm xience v sds would not cross the lesion. Analysis of the sds found that the stent implant was not returned and further information from the account confirmed that the stent implant had dislodged from the balloon after use and was discarded. Reportedly, it was a very hard, calcified lesion that may have loosened the stent implant from the balloon while trying to force it down to the lesion, therefore, being dislodged upon removal. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection and accessory device support. Likewise, stent dislodgement (loose stent) can be influenced by many factors, including, but not limited to; improper or inadequate crimping at the time of manufacture, positive pressure during prep, negative during sheath removal, forced sheath removal, handling of the stent during prep, and interaction with the lesion and/or accessory devices. Further analysis of the sds noted blood in the guide wire lumen and contrast in the inflation lumen and balloon. This is consistent with preparation and usage of the device. Crimp marks were observed on the balloon and between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. Additionally, two kinks in the hypotube were noted. This damage was not observed during product inspection prior to use and may have occurred during the procedure, as it was reported that the attempt to cross the lesion was "aggressive," although this cannot be confirmed. It should be noted that the instructions for use cautions, "safety and effectiveness of the xience v stent have not been established for subject populations with... Moderate or severe lesion calcification" and "applying excessive force to the delivery system can potentially result in loss or damage to the stent and/or delivery system components." To ensure this type of issue is not the result of manufacturing, all sds are inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, prior to lot release, a sampling of units are destructively tested to verify stent dislodgement force and the units are again inspected for stent placement, crimped stent outer diameter and stent damage. In this instance, the difficulty to cross the lesion and the loose stent appear to be related to the operational context of the device and not a product quality issue. A review of the finished device lot history record did not reveal any non-conforming material reports associated with this lot. This MDR is considered closed by the product performance group.